Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a hysteroscopic polypectomy procedure the loop wire at the distal end of the hf resection electrode broke off and fell into the patient's uterine cavity. Another loop electrode was used to remove the broken fragment. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The investigation confirmed that the loop wire completely broke off above the insulating sleeves on both sides. Since the loop wire at the distal end of an electrode wears out during use and may break, burn or melt, the reported event/incident can be attributed to wear and tear and thus to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.